Manufacturer narrative:
There were separate lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 4123882, device manufacture date: 5/1/2014. Medical device lot #: 4179926, device manufacture date: 6/1/2014. (B)(6). Investigation summary: DHR review: batch 4123882 ¿ sixty-one visual inspections were performed on (B)(4) parts with zero defects noted. Batch 4179926 ¿ one-hundred seventy-two visual inspections were performed on (B)(4) parts with zero defects noted. The returned sample was examined for customer¿s reported issue. The returned sample revealed adhesive splatter on cannula shaft. Conclusion: based on the sample received the investigation, bd was able to confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. (B)(4).

Event description:
It was reported that epoxy was found in the middle of a 30 g x 1/2 in. Bd¿ bulk, non-sterile needle. Foreign matter was found prior to use. No report of injury or medical intervention.